Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained. Reportedly, customer reverted to an alternate method of insulin therapy.